Manufacturer narrative:
Upon receipt the lead was found stretched and as a result the outer coil showed deformations. Stretching the lead requires the presence of mechanical stress. Mechanical stress during surgery should be taken into consideration. Furthermore, a stylet could not be properly introduced and advanced within the lead's lumen. This was due to deformations of the inner coil. Analysis showed that these damages were caused by over rotation of the inner coil while retracting the fixation mechanism. The analysis did not reveal any sign of a material or manufacturing problem.

Event description:
Boston scientific received information that a right atrial (ra) lead dislodgment was confirmed via x-ray. The lead was successfully replaced. No specific measurements were given and no adverse patient effects were reported.